Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. No information regarding the lead segments returned is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing a right atrial (ra) lead. It was reported multiple positions were attempted and the following issues were noted: high thresholds, undersensing and low p waves. The lead was removed and replaced. No patient complications have been reported as a result of this event.